Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experience ineffective therapy with their scs system. As a result, surgical intervention was undertaken to add three leads to improve coverage of pain area.